Event description:
Per the lumenis sales representative, the device sapphire tip has a spot on the crystal and the patient was burned. Per the customer, about three patients had small spots in association with treatments performed on or before in 2006 and one or more patients were given a topical steroid (prescription medication). Lightsheer device was shipped to the lumenis service depot for evaluation.

Manufacturer narrative:
Device evaluation is in process and results are pending as of 12/17/2006. Lumenis will file a follow-up medwatch report with device evaluation results and root cause analysis.